Event description:
It was reported that output current resulted low during magnet mode diagnostics at a follow up appointment. System diagnostics at the time were within normal limits (ok/ok/25501/1.9 years) and pt's caretakers reported the magnet swiping was not having the same effect on the pt's seizures. From review of the pt's programming and diagnostic data, it was identified that prior to execution of the magnet mode diagnostic test, the magnet output current had been increased. There was no record of a magnet swipe being performed at the higher programmed output current prior to the magnet mode diagnostic test being performed. The test result received was likely due to the magnet swipe not being performed at the higher magnet output current prior to the test being performed. Additional info was received from the treating nurse through a company rep indicating that a magnet swipe was not performed prior to performing magnet mode diagnostics. At the moment no further interventions are being planned as the nurse was aware of how to perform a magnet mode diagnostic. Moreover, the low output current result is likely due to the generator comparing the last magnet swipe output to the newly programmed magnet mode output current which had not been delivered yet. The "magnetcount" variable was not being updated upon initial interrogation of the generator. The magnetcount was obtained from the last programming session on the handheld from the last generator. The reason the warning message was not displayed that a magnet swipe had not been detected is due to the way the handheld software obtains the magnetcount variable to determine if the message should be displayed. This will be implemented in a v8.0 software upgrade of the handhelds. It will provide a software fix for scenarios in which performing a magnet mode diagnostic without performing a magnet swipe will not result in the warning message that a magnet swipe was not detected.

Manufacturer narrative:
Method: analysis of programming history.